Manufacturer narrative:
This case is the same patient use event from pr 9855741 reported with MDR #3030677-2019-02147.

Event description:
The user is reporting the qcpr meter did not function as expected during a patient use event. The patient did not survive. This case is the same patient use event from pr 9855741 reported with MDR #3030677-2019-02147.